Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer changed the pump supplies and received an occlusion alarm. Customer stated that upon changing the supplies they noticed that the insulin at the luer lock was "thick" and "chunky". Customer uses humalog insulin and stated that the cartridge had been in use 3-4 days. Customer declined to perform troubleshooting. Customer's blood glucose (bg) level became elevated (approximately 500 mg/dl). Correction injections were delivered to stabilize blood glucose levels.